Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Further investigation is being conducted and the information will be included in the final report.

Event description:
It was reported to gore, while suturing a frayed suture line was observed. The procedures was completed with another suture.

Manufacturer narrative:
Based on the gross photos, the state of the returned specimen was consistent with device fray. A causal relationship cannot be determined from the images, as the suture portion where the fray initiated is unavailable. All sutures undergo a 100% visual inspection and a tactile inspection for fray. The returned device passed all pre-release inspections. The fiber appeared to have been severely damaged along the length of the returned portion. Fiber can begin to split, fray, and fail when force is applied in excess of the cohesive strength of the fiber. Handling of the thread with instruments and applying excessive force to the fiber can contribute to the splitting of the fiber. The engineering investigation for event #(B)(4) may be closed based on the outputs of this investigation.